Manufacturer narrative:
An event of pericardial effusion, pericarditis and nausea was reported. At a later date, recurrence of atrial fibrillation accompanied with cardiac decompensation was also reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient's medical history included persistent atrial fibrillation, previous cardiac ablation, premature ventricular contractions (pvc), previous pci and implantable pacemaker. Information from the field also indicated that the patient was administered anti-inflammatory therapy and anti-arrhythmic therapy. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regard to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient was prescribed anti-inflammatory therapy. On (B)(6) 2022, recurrence of atrial fibrillation accompanied with cardiac decompensation was observed. The patient was hospitalized. The patient's rhythm frequently alternated between atrial fibrillation, sinus rhythm, and paced rhythm. An anti-arrhythmic therapy was started. The patient was later discharged in stabilized condition after returning to sinus rhythm.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was successfully implanted. Approximately 2-3 hours post-implant, the patient complained of thoracic discomfort and general malaise. Transthoracic echocardiogram (tte) showed circular pericardial effusion; no pericardial puncture was required. In addition, the effusion was accompanied by pericarditis and nausea. The patient was prescribed medication. On (B)(6) 2022, recurrence of atrial fibrillation accompanied with cardiac decompensation was observed. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.